Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
After the tavi procedure, it was noticed that the patient did not have any pulsation in the left leg. A contrast injection of the left femoral confirmed an obstruction around the femoral head. An endarterectomy was performed which went well. The patient is doing fine now and is stable.